Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised. The patient had a constrained liner that was cemented in and it came loose. A new liner had to be cemented in.

Manufacturer narrative:
Corrected data: date of implant. An event regarding loosening involving a trident liner was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for this lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised. The patient had a constrained liner that was cemented in and it came loose. A new liner had to be cemented in.